Manufacturer narrative:
MDR was generated under protocol(B)(4) , as a result of warning letter cms# (B)(4) . No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seals were removed/broken. The top case was stained. The battery door was cracked. There was an invalid syringe size alarm in history. Customer stated problem was verified when setting up for flow test. The root cause of the reported issue was found to be the size was out of specification. Recalibrated the size and that cleared up the problem. Replaced size pot as a preventative measure.

Event description:
It was reported that the barrel clamp occurred. No patient injury was reported.